Manufacturer narrative:
The hospital biomed replaced the ventilator interface board and the harness.

Event description:
The hospital reported that, during a case, the unit was providing flow sensor alarms. The flow sensors were reportedly replaced, the unit was rebooted, and the case continued in manual mode. There was no reported patient injury.